Event description:
It was reported that since one month, the patient has no longer been able to hear with her device. No trauma, accident, illness or medical/patient related problem reported. Device testing revealed normal results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.